Event description:
A sales representative reported that during a procedure at the user facility, the device was not holding air. This could result in systemic exposure to local anesthetic if a similar event occurred during a bier block procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
No issue was found with the device. Preventative maintenance was performed prior to return to the customer.

Event description:
A sales representative reported that during a procedure at the user facility, the device was not holding air. This could result in systemic exposure to local anesthetic if a similar event occurred during a bier block procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.